Event description:
Pt revised for loose femoral stem, osteolysis and polyethylene wear of acetabulum liner. Unk mfg of cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.